Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 (B)(4) description: precision implantable pulse generator additional information was received that the patient was explanted instead. The physician chose the explant to prevent infection since lead had migrated to the surface of the skin. The patient was reportedly doing well after procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient will undergo a lead revision due to the lead protruding out of the patient's scalp.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient will undergo a lead revision due to the lead protruding out of the patient's scalp.